Event description:
During the shoulder arthroscopy surgery, the product broke within the joint of the patient. Broken piece was not removed.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
One device was returned for evaluation, however the distal portion of the tip was not returned. The shaft material and hardness were measured and found to meet print specification. However, without the distal portion of the tip a complete evaluation cannot be performed. Per the IFU 1060355 rev h under"precautions as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure". Also the IFU instructs "do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges". No root cause can be determined after evaluation. (B)(4).